Manufacturer narrative:
Product event: (B)(4).

Event description:
During an ortho case, while using suction, heated saline from the aquamantys device ran off onto the patient¿s leg resulting in a burn. The burn was approximately 4 inches long, the degree is unknown. The burn was treated with an antimicrobial dressing.